Event description:
It was reported that at the end of (B)(6) 2012, a patient "went through security and it gave her a hell of a jolt, one that almost took her to the ground." Since that time, the patient had turned off the device. Impedance testing/troubleshooting would be performed on the day of the report. It was also indicated that the patient had had "burning" in her midpoint of back, around lead/extension connection. This occurred following the shock and lasted as residual for a few days. During shocking sensation she had a sense of imbalance. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) system checked out fine. The patient was educated on potential electromagnetic interference (emi) issues. The patient was reported as doing fine with no further issues or incidents. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3887-33, lot# j0012776v, implanted: (B)(6) 2000, product type: lead. (B)(4).